Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was 258 mg/dl. The patient was unconscious and admitted into the hospital. The type of treatment provided to the patient at the hospital was not provided. The patient was currently still in the hospital. No further information was provided.